Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt received a biolox delta head, 12/14, 32 x 0 on the right side on (B)(6) 2012 and underwent revision surgery on (B)(6) 2013 due to pain.